Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient lost weight, causing the ipg to move and feel uncomfortable in the pocket. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned in the pocket to address the issue.